Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a service required code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During the evaluation of the device, an issue with the device's lcd screen was observed. The device's lcd screen was replaced to address the issue. The device has evidence consistent with phsyical damage.